Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via an ipsilateral approach, the tip of the sheath was allegedly damaged and peeled. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. Therefore, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. The result of the investigation is inconclusive for the reported sheath deformation issue. The root cause for the reported sheath deformation issue could not be determined based upon the available information received from the field communications. Labeling review: instruction for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: indication for use: the halo one¿ thin-walled guiding sheath is indicated for use in peripheral arterial and venous procedures requiring percutaneous introduction of intravascular devices. The halo one¿ thin-walled guiding sheath is not indicated for use in the neurovasculature or the coronary vasculature. Warnings: visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Only advance or retract the sheath with the dilator inserted and only advance or retract the sheath and dilator while placed over a properly sized guidewire. Failure to deactivate the procedural device prior to removal through the sheath may cause damage to the sheath and may result in patient injury. Precautions: the halo one¿ thin-walled guiding sheath shall only be used by trained physicians. Access procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment and / or ultrasound. The minimum acceptable sheath french size is printed on the package label. Do not attempt to pass devices through a smaller size sheath introducer than indicated on the device label. The pouch should be inspected prior to opening to ensure the sterile barrier is not compromised. The device should be carefully removed and placed in the sterile field. The entire procedure from skin puncture or incision to sheath withdrawal must be carried out aseptically. Carefully inspect the sheath prior to use to verify that the sheath has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which is to be used. Do not use if product damage is evident. Insert dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the valve may cause damage and result in blood leakage. Before removing or inserting the interventional/diagnostic device through the sheath, aspirate blood from the 3-way stopcock to remove any fibrin deposition which may have accumulated in or on the tip of the sheath. Take care when back loading the tip of the dilator over the guidewire to avoid damage to the dilator do not place sutures on the sheath tubing since this may restrict access/flow through the sheath. When puncturing, suturing or incising near the sheath be careful not to damage the sheath. Proper functioning of the sheath depends on its integrity. Care should be used when handling the sheath. Proper functioning of the halo one¿ thin-walled sheath depends on its integrity. Care should be used when handling the sheath. Damage may result from kinking, stretching, or forceful wiping of the halo one¿ thin-walled guiding sheath. Do not continue to use the sheath if the shaft has been bent or kinked. (Expiry date: 08/2022).